Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation alert for possible hv circuit damage was noted. There were no egm records presented during interrogation. An alert was determined to be false due to previous surgery. Firmware download was suggested.